Manufacturer narrative:
Additional information received on 18aug2021 update on the following: block b3: event date. Block b5: describe event or problem. Block d6: implant date. Block e1: initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: clinical problem code e172001 captures the reportable event of abscess. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. It was reported that the patient was suspected of having abscess at the implant site of the spaceoar gel, while currently undergoing proton therapy. Antibiotics were administered, the proton therapy was temporarily suspended due to prolonged high inflammatory response. On august 18,2021 additional information received stating that the procedure was done under local anesthesia. The patient received approximately 7 ml of drainage and is undergoing oral antibiotic treatment. The abscess was determined to be caused by an infection. The patient condition was reported to be stable however, inflammatory reaction and low-grade fever persist.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. Initial reporter facility name: (B)(6). The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. It was reported that the patient was suspected of having abscess at the implant site of the spaceoar gel, while currently undergoing proton therapy. Antibiotics were administered, the proton therapy was temporarily suspended due to prolonged high inflammatory response. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.